Manufacturer narrative:
Investigation is ongoing. Reference mfg. Report #2015691-2018-00862.

Event description:
As reported by our (B)(4) affiliate, during deployment of a 29mm sapien valve in the aortic position, the pusher of the delivery system not retracted, causing the balloon to burst when inflated. A decision was made to implant a second valve, which was deployed in good position and reduced the pvl to mild. The esheath and commander delivery system was removed from the patient without any harm. The device will be returned for evaluation.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: crimp balloon torn proximal to I inflation/crimp (I/c) balloon bond, balloon inverted over distal tip and gouges on the flex tip. Functional testing was not performed due to the returned condition of the device (crimp balloon torn). Dimensional testing was performed on the wall thickness of the crimp balloon proximal to the observed tear and was found to be in within specification. During balloon manufacturing per procedure the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) are visually 100% inspected for the following: dimension inspection, including proximal leg od, wall thickness and proximal and distal ID. The crimp balloon to inflation balloon laser bond is 100% inspected for the following: weld joint smooth bond joint with no gaps between the components and bubbles that cover more bond area.  The balloon size is inspected before the pleating and folding process. The delivery system is 100% leak tested. The assembled delivery system is 100% inspected by both manufacturing and quality for balloon damage such as kinks, cuts, distorted/pinched folds, wrinkles, waviness and fold lines on the inflation and the crimp balloon. During product verification (pv) testing procedure on a sampling basis, visual inspection was conducted for physical defects (kinks and cracks), and loose or missing components prior to functional testing. The samples were visually inspected for tears or separation in the inflation/crimp balloon bond. The crimp balloon to inflation balloon bond tensile test is performed.  All samples passed pv testing. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported event. The complaint for balloon torn was confirmed based on visual inspection of the returned device. However, no manufacturing non-conformance were identified in the returned device. A review of lot history, DHR, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as no leaks were noted during device prep, it is likely damage to the crimp balloon occurred during use and was not present upon leaving the manufacturing facility.   Based on available information, it is likely that procedural factors (flex tip not pulled back prior to inflation) contributed to reported events. The IFU and training manual instruct operators to pull back the flex catheter to the triple marker before deployment of the valve. Per the complaint description, ¿the valve was deployed too ventricular due to the pusher not being completely retracted which also caused the balloon to burst.¿ with the flex tip over the crimp balloon during deployment, pressure in that section can be larger than normal during inflation, causing the crimp balloon to tear. However, based on available information, a definite root cause cannot be determined at this time.   The complaint was confirmed and no manufacturing non-conformances were identified in the returned device. In this case, available information suggests that procedural factors likely contributed to the complaint event. Review of complaint history did not reveal any evidence of a possible manufacturing non-conformance.  The occurrence rate for the trend category did not exceed the february 2018 control limit. Nevertheless, per management discretion, the balloon torn issue and its associated risks have been previously assessed and documented by edwards lifesciences. No IFU/training manual inadequacies were identified; therefore, no corrective/preventative actions are required.